Event description:
It was reported that during removal of the 1.5x8 rx mini trek dilatation catheter from the hoop, the stylet stuck the physician's finger causing the finger to bleed. The physician re-scrubbed, applied a band-aid, re-gloved, and performed the procedure using a new mini trek dilatation catheter without a clinically significant delay to the patient. There was no adverse sequela. The physician expressed dissatisfaction with the packaging of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to prep could not be confirmed as the stylet was advanced through the tip and guide wire lumen and removed with no resistance noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.